Manufacturer narrative:
Updated: b5, d1, d4, h6 this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolutfx valve product ID evolutfx-29 serial (B)(6) . Other medical products in use during the event include: product ID unknown balloon (lot: unknown); product type: dilatation balloon; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted high and d islodged into the ascending aorta when the delivery catheter system (dcs) was removed. The valve was snared further into the ascending aorta. No additional adverse patient effects were reported. Additional information was received that a pre-implant balloon dilatation was performed. Valve deployment was started at the bottom of the pigtail catheter. The dcs caused the valve to dislodge and the direction of the dislodgement was aortic. A non-medtronic (sapien s3) second transcatheter valve was implanted. A non-medtronic(safari) guidewire was used during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted high and d islodged into the ascending aorta when the delivery catheter system (dcs) was removed. The valve was snared further into the ascending aorta. No additional adverse patient effects were reported. Additional information was received that a pre-implant balloon dilatation was performed. Valve deployment was started at the bottom of the pigtail catheter. The dcs caused the valve to dislodge and the direction of the dislodgement was aortic. A non-medtronic (sapien s3) second transcatheter valve was implanted. A non-medtronic(safari) guidewire was used during the procedure. Additional information was received that the valve was implanted in the native annulus using slow deployment. It was reported that the nose cone appeared to not be completely centered within the valve frame prior to slowly withdrawing the dcs.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was provided for review and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. During the deployment attempt, the valve appeared to be slightly under-expanded in the cusp overlap view and at a depth of approximately 2 millimeter (mm) on the non-coronary cusp. Depth assessment in the left anterior oblique (lao) view was performed and depth appeared to be approximately 2mm on the left coronary cusp. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture (section 9.2.5). In this case, the depth was acceptable, and even though the valve was under expanded in the cusp overlap view, it appeared well expanded in the lao view. The valve dislodged above the aortic annulus after release. Evidence shows that the guidewire was not pulled back prior to final release. Of note, to minimize unintended valve movement, medtronic recommends pulling back the wire from the apex of the left ventricle, applying slight forward pressure/force onto the delivery catheter system (dcs) and very slow release. Subsequently, the valve was positioned in the ascending aorta and a non-medtronic valve was implanted. As stated in the IFU, potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Conclusion: dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut fx IFU, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. The provided images confirm that the guidewire was not pulled back prior to final release. Of note, to minimize unintended valve movement, medtronic recommends pulling back the wire from the apex of the left ventricle, applying slight forward pressure/force onto the dcs and very slow release. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted high and dislodged into the ascending aorta when the delivery catheter system (dcs) was removed. The valve was snared further into the ascending aorta. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 product lot/serial number (B)(6) product type: delivery catheter system (dcs) implant date na explant date na product ID l-evolutfx-2329 product lot/serial number unknown product type: compression loading system (cls) implant date na explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.